Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The lemo connection portion of the interconnect cable was also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.